Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient had undergone removal on (B)(6) 2020. The patient had undergone removal with bilateral replacement. Note: facility information: phone number: (B)(6). Name: (B)(6). Address: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 425cc and suffered from deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/23/2020, it was reported to mentor that the correct lot number was 5740057, serial number (B)(6). On 4/27/2020, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation was performed for the finished device 5740057 number, and no non-conformances were identified. On 5/13/2020, during visual evaluation, an anomaly was observed on the posterior view of the device, consistent with a crease/fold. Additionally, a tear was observed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of lot 5740057 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 5540054 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).